Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation of the cannula assembly discovered a leak on the unexposed portion of the soft cannula. This leak was caused by a tear, which diverted the fluid from its intended fluid path. The location of the tear relative to the nail head measures 0.615". No other damages or abnormalities were observed with the device that could affect insulin delivery. Therefore, the internal tear contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.